Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that system did not bootup. Upon troubleshooting, fse found that the facility performed a generator test that caused the ups to fail. The ups is not covered by a philips service contract. The failure caused system to improperly shut down and hung up the boot cycle. Fse rebooted the system, and the problem was resolved by getting the ups out of error state. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.